Manufacturer narrative:
The device was not returned to zoll medical corporation. During the investigation it was noted that the customer indicated that the event occurred between on 03/24/2026 and 03/25/2026. The log review observed that on 03/24/2026 multiple tf131 high leak alarms and tf151 o2 low concentration alarms were recorded. Technical support advised the biomed team that additional training for the rt department may be beneficial regarding the impact of leaks on delivered fio2 and alarm conditions. The claim will be closed as the device meets specification.

Manufacturer narrative:
Some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
The customer reported that the ventilator delivered inaccurate readings while in use by the patient. There were no reports of harm to the patient.